Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device has a damaged battery cover and 3 missing knobs. The root cause of the reported issue was found to be the needle was out of calibration. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the device was not reading pressure. No patient injury was reported.